Event description:
Healthcare professional reported after injection in unspecified locations with juvederm voluma and juvederm volift with lidocaine, the product "tracked up to below the [patient's] lateral infra-orbital rim" and a small visible lump developed in the tear trough area. Patient was treated with "antibiotics" and prednisolone "with some effect."

Manufacturer narrative:
Further information from the reporter regarding event, product or patient details have been requested. No additional information is available at this time. The vents of product migration and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.